Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("chronic migraine"), muscle tightness ("my neck face and chest would get tight"), skin tightness ("my neck face and chest would get tight"), chest discomfort ("my neck face and chest would get tight") and throat tightness ("throat tight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, muscle tightness, skin tightness, chest discomfort and throat tightness outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, chest discomfort, migraine, muscle tightness, skin tightness and throat tightness to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal pt was updated to lower abdominal cramping. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("chronic migraine"), muscle tightness ("my neck face and chest would get tight"), skin tightness ("my neck face and chest would get tight"), chest discomfort ("my neck face and chest would get tight") and throat tightness ("throat tight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, muscle tightness, skin tightness, chest discomfort and throat tightness outcome was unknown and the migraine had not resolved. The reporter considered chest discomfort, medical device removal, migraine, muscle tightness, skin tightness and throat tightness to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information added. Incident category updated. New event medical device removal added. Seriousness criteria for the event migraine updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.